Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteroscopy stone extraction procedure performed on (B)(6) 2015. According to the complainant, during unpacking, the physician found a hair inside the sterile packaging when the contents were taken out. There were no damages to the package and the closure seal before use. The procedure was completed with another uromax ultra dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device revealed that the tray had been opened but found no evidence that the device had been used. The device was placed inside the packaging tray and a hair was taped to the tray. The hair was examined and noted that it was black, approximately 18 cm in length. A root follicle was present at one end, confirming that the hair was not synthetic. Therefore, the condition of the returned device confirms the reported event. As the device was received with the packaging having already been opened, the root cause as to where and when the hair came in contact with the packaging is undetermined. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteroscopy stone extraction procedure performed on (B)(6) 2015. According to the complainant, during unpacking, the physician found a hair inside the sterile packaging when the contents were taken out. There were no damages to the package and the closure seal before use. The procedure was completed with another uromax ultra dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.